Manufacturer narrative:
Detailed information was not provided to bsc. A good-faith effort was made to acquire the necessary information. Since we are unable to provide specific details at this time, a supplemental report will be submitted if additional information becomes available in the future.

Event description:
It was reported that severe claudication occurred requiring additional intervention. The target lesion was located in the distal, mid and proximal superficial femoral artery. On (B)(6) 2024, a 5.0 x 40 mm, 135 cm ranger paclitaxel-coated pta balloon catheter was selected for use in a clinical study. The balloon was inflated once at 6 atmospheres for 180 seconds. On (B)(6) 2026, severe claudication occurred and the patient underwent an interventional revascularization procedure consisting of percutaneous transluminal angioplasty (pta), drug-coated balloon (dcb) treatment, and atherectomy. On (B)(6) 2026, the event was considered resolved.